Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded in the myometrium in the dome of the specimen"), device expulsion ("embedded in the myometrium in the dome of the specimen") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paraguard and mirena. Concurrent conditions included ovarian cyst. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy) and surgery (she had surgery to remove the essure). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, device expulsion, pelvic pain, menorrhagia, dysmenorrhoea, weight increased and abdominal pain upper outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain upper, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion pregnancy test urine - on (B)(6)2013: negative concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events heavy vaginal bleeding;menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events embedded in the myometrium in the dome of the specimen, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, weight gain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.